Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. This product is manufactured in the u.s. But not marketed in the u.s. Work order search: no similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon inserted and removed a 13.2mm vicmo13.2 implantable collamer lens, -11.50 diopter, from the patients left eye (os), within the same surgery due to the lens tore/broke during delivery into the eye. There was no patient injury. Another same model/length lens was implanted on (B)(6) 2019 and the problem was resolved. Cause of the event was unknown.

Manufacturer narrative:
Device evaluation: lens returned in a microcentrifuge vial with moisture on lens. Visual inspectioun found haptic torn. Device code 1494: off-label use (under 21yrs of age at date of implant) claim# (B)(4).